Event description:
It was reported by the patient's family member that the patient has been hearing alerts and was told that the lead needs to be removed. Follow up noted that the right ventricular (rv) lead impedance has been on the rise and r-wave sensitivity is low at times. The lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.